Event description:
It was reported that the patient had the inflatable penile prosthesis remove due to infection. A new inflatable penile prosthesis consisting of a 18 cm x 12 mm cylinders, pump, and reservoir were implanted.